Event description:
It was reported that research pathology of 50 explanted hearts containing stents revealed 9 of the 50 cases examined showed unknown xience stent fracture. An unspecified number of the 50 involved neoatherosclerosis. The reporter believed this was related to a thin neointima, and thus 'lack of support' for the stent long term and the findings would apply to all second generation drug eluting stents which have thin neointima. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated. Implant date: estimated. The devices are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch, additional information was received:approximately (B)(4) incidences of xience stents found in explanted hearts were reported. Six of these involved stent fracture. An unspecified number of incidences involved restenosis and neoatherosclerosis. Individual patient information was provided on some incidences.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, the reported patient effects of occlusion and restenosis are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as known adverse events of coronary stenting procedures. The incidences containing individual patient identification and the incidences of stent fracture, are being filed under separate medwatch manufacturer report numbers.